Manufacturer narrative:
Health effect - clinical code: hyperkalemia - 4824. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with generalized weakness, recurrent epistaxis, and melena on (B)(6) 2023. It was found that the patient had an acute kidney injury on admission, their hemoglobin was at 4.2 g/dl, which was at 10 g/dl prior to admission. The patient was also found to have leukocytosis, anion gap metabolic acidosis, and hyperkalemia. The patient received calcium gluconate, lokelma, albuterol, sodium bicarbonate, insulin +d10, and kayexelate. The patient was also started on piperacillin and vancomycin, which were stopped after cultures were found to be negative after 48 hours. The patient was transfused 2 units of red blood cells and remained stable. The patients gastrointestinal (gi) doctor was consulted and warfarin was held and their international normalized ratio (inr) was monitored. On (B)(6) 2023 an esophagogastroduodenoscopy (egd) was performed which did not show any signs of bleeding, so warfarin was resumed and inr was monitored. On (B)(6) 2023 the patient had low flow alarms with a high pulsatility index (pi) which did not improve after a bolus of 250 cc of lactated ringers solution. The patient's home medication was gradually restarted and flow improved. Since the patient was showing clinical improvement, they were discharged home. However, the patient was instructed to measure their inr the next day and to contact the pharmacist for further adjustments in warfarin dosage. Aspirin was held given their gi bleed, and due to a concern for right ventricular (rv) failure, carvedilol was also held. The customer reduced their bumetanide dose from 4 miligrams, three times a day to 2 miligrams, three times a day because of their adequate urinary output but it would be uptitrated in the clinic as needed. The patient needed a close follow-up given them being readmitted in a short period of time. They were discharged on (B)(6) 2023. The patient was reported to be feeling well and was scheduled to be seen in a clinic on (B)(6) 2023.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of gastrointestinal (gi) bleeding and renal dysfunction, as well as the reported patient-related conditions, could not be conclusively established through this evaluation. Additionally, the reported low flow alarms with elevated pulsatility index (pi) values could not be confirmed as no log files were submitted for review. Although a specific cause could not be conclusively determined, the account indicated that flow improved after the patient's home medication was restarted. The patient remains ongoing on heartmate 3 lvas, with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. The section also addresses all pump parameters, including pump flow. This section also states that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.